Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) was noted to be in safety mode for an unknown reason. Device function was vvi backup pacing with limited tachycardia therapy available. A device replacement procedure was recommended. The device was explanted. It was also noted, that during the device explant procedure the right atrial (ra) lead was dislodged. A new lead was successfully implanted. A save to disk was performed and sent in for review. No adverse patient effects were reported.

Manufacturer narrative:
To date, the device and lead have not been received at boston scientific. After the replacement procedure the device will be returned to boston scientific for analysis. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.